Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0063001. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: DHR review: the complaint gauge is 22g, assembly at auto line at 2020/04, lot quantity is 98000ea; review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the assembly record, there no nonconformities, deviations or rework activities for this lot product. Retain sample test: 45psi leakage test for the retain sample, no found abnormal. Possible root cause analysis: no defect sample returned for this complaint, according the limited information cannot identify the leakage parts and the possible root cause; 45psi leakage test for the retain sample, no found abnormal. Same lot no same defect complaint; above all, cannot confirmed root cause of this complaint . The complaint trend will be tracked and monitored.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: the patient was treated in the department of intensive medicine due to brain contusion and laceration. Implanted a closed needle-proof venous indwelling needle, nurse found that the patient had fluid leaking from the tail of the indwelling needle cannula during the infusion process. Then he pulled out the indwelling needle and replaced it with a new qualified intravenous indwelling needle for normal infusion in the right upper limb. Did not affect the patient.